Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5241 showed forty other similar product complaint(s) from this lot number.

Event description:
It was reported liquid leakage occurred when the connection was connected to the mz1000, and then after changing neither q-syte or prn, it still leaked and lasted 2 days. Now it is suspected that there was a issue on the single-chamber high-pressure threaded port.